Event description:
Livanova has been informed of a legal claims against the perfusionist of the case in which the problem occurred have been issued. Livanova is not a party in the lawsuit, but it is requested to provided documents. It looks like the plaintiff had bypass surgery on (B)(6) 2021 and when he was weaned off bypass, an adverse event occurred causing the arterial line to fill with air. Plaintiff allegedly suffered a ¿massive air embolism post revascularization and went into cardiogenic shock."

Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 system. The incident occurred in united states. Livanova initially received the information of air in line during procedure without any patient impact. The case was assessed not reportable. A livanova fse was dispatched to the customer's facility, tested the s5 system and identified no deviations. Nvmem clear was then performed on each of the four pumps. Functional verification checks were performed and passed positively. The unit was put back in service. A livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.